Event description:
Gr 2 para 2 admitted for removal of iud and exam under anesthesia. The pt had the iud placed in 1998 at a physician office. The pt c/o irregular vaginal bleeding as well as dysmenorrhea. The pt was taken to or for exam and removal of the iud which was found to be embedded in the endometrial cavity. There were no complications associated with the removal of the device.